Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the second firing with a green cartridge. The device fired fine. After the device was opened and removed from the patient there were malformed staples on the specimen side and some staples that did not deploy from the cartridge leaving a distal whole about two thirds of the staple line. Clips were used to close the whole in the staple line. The patient side staple line was fine. After the device was handed off to the rep it was noticed that the cartridge was deformed. Another device was used to complete the case with no patient consequence. On what tissue type was the device used? Gastric. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second firing. Echelon straight/flex: during which stroke did the event occur? What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Cartridge; one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g reload loaded in the device. The reload was noted fully fired; however, the distal staples of the two left inner rows were not deployed properly. Upon evaluation of the reload, the cartridge body, one piece sled and several drivers were noted to be damaged. An investigation has been initiated to address the potential root cause for the damage of the one piece sled. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.